Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, after opening the device and moving the batteries the device starts up with an error in the lower display. It was also noted that the battery contacts and spring contacts showed corrosion and there was moisture visible in the housing. An incoming test was performed and all tests failed, no test data could be saved. As a result the main board was replaced. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was not working and not powering up even with new batteries. This epg was repaired nine months prior and repair is being requested again. The epg was returned for servicing. There was no patient involvement.